Event description:
It was reported that moisture was noticed at the connection point. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.